Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient (pt) says that they had their implanted neurostimulator removed. Pt says that they "appreciate everyone's effort" in trying to get the therapy to work but said "for my issues it just was not helping, and I have had a lot of back surgeries, so they had difficulties putting the leads in and could only get it to work on one side". Pt confirmed the therapy never helped since the implant.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024 ; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H10: devices corrected for system reporting medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received and b5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the patient is out of territory and representative (rep) has no knowledge of this explant.